Manufacturer narrative:
Test strip lot # 1020214365 expiration date: 12/31/2016 control solution lot # none. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips.

Event description:
Consumer called in concerned about a high bg reading last night. Blood glucose result pulled directly from the meter-actual date/time was (B)(6) 2015 at 11:00 pm (B)(6) 2015 at 3:33 pm bg 226- before bed - according to the consumer she administered an additional two (2) units of insulin based that result. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed

Manufacturer narrative:
The customer's complaint is confirmed. Failure analysis of the returned device revealed that the nova max plus glucose monitoring device performed within specification. Visual as well as chemical evaluation (by testing with control solution) of the returned glucose test strips revealed the strips to be compromised. The root cause could not be conclusively identified. A potential contributory root cause may be related to exposure of the test strips to extremes in temperature contrary to the storage and handling as indicated in label copy (IFU/package insert) this is further supported by the results of the retain strip testing which indicates the performance of the retain strips are within product specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.